Event description:
Hearing performance with the device is affected. In situ measurements show hi status on 2 electrodes, which has been present since implantation surgery. In package measurements taken before do not show any hi channels. Reimplantation is considered. Check-up planned (B)(6) 2025.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user has been reimplanted.

Manufacturer narrative:
Conclusion: device investigation revealed damage to the active electrode array, which likely occurred during insertion of the active electrode in the cochlea at initial implantation surgery. The problems described in the recipient report seem to match the damages found. This is a final report.